Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it is coming up on the time for their implantable neurostimulator (ins) to be replaced. The patient stated that their device started acting up all of a sudden, and won¿t stay charged anymore. They explained that when they first got the ins they could go 2.5 weeks without charging, and then they had to charge every sunday. The patient stated that they charged the ins on a (B)(6), and by (B)(6) the battery would be down by 25%. They also mentioned that the device doesn¿t seem to be as effective as it has been in the past. They indicated that sometimes when their stimulation hurts more than it blocks their pain. No further complications were reported. The patient was implanted for spinal pain.